Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
(B)(4) received information that the patient presented to the clinic with noise on the right ventricular (rv) lead and many fast ventricular episodes which were also all noise. Oversensing was noted resulting in pacing inhibition and syncope. It was also noted that the pacing impedance measurements on the rv lead had decreased and one measurement was less then 100 ohms. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.